Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 00:35:58. During night drain cycle seven, the patient's ultrafiltration reading was 868ml, indicating the home patient (hp) drained 868ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause was determined to be a false empty detect and use error; clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.